Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient allegedly experienced infection. The current status of the patent is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as death. H10: date of death for this patient was not provided, date of death updated as (B)(6) for the MDR submission requirement. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2022), g2, g3. H11: b2, b3, b5, d4 (medical device lot number), h1, h6 (patient, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that three months and twenty days post a port placement via the right internal jugular vein, the patient allegedly developed with streptococcal bacterial infection as a result of the defective infected port. It was further reported that the infected port was removed. Reportedly, the patient got expired and the primary cause of death was not provided, and the relationship of the death with the device was unknown.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the device was not returned for evaluation. The medical record provided states that the port was placed in the patient under ultrasound and fluoroscopy guidance, with the pocket in a right subcutaneous infraclavicular position, with a catheter tip position at the atriocaval junction, verified by fluoroscopy. However, this record states that the patient was admitted for fever with upper back pain and right shoulder arm pain. Neurosurgery was consulted for pain due to osteomyelitis and discitis, and blood cultures were ordered. Discectomy, decompression of the spinal cord, drainage of epidural abscess, and anterior instrumentation and fusion were documented as well. The port was then recorded to be removed, at which time the port pocket was not grossly infected. The patient was stated to have passed away. The complaint is therefore confirmed for infection, pain, fever, osteomyelitis, discitis, and patient death. However, the relationship between the device and these events cannot be determined with the information available. Therefore, the definitive root cause could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (patient, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that three months and twenty days post a port placement via the right internal jugular vein, the patient allegedly developed with streptococcal bacterial infection as a result of the defective infected port. It was also reported that the patient allegedly experienced pain, fever and osteomyelitis. Furthermore, the infected port was removed. Reportedly, the patient got expired and the primary cause of death was not provided, and the relationship of the death with the device was unknown.